Manufacturer narrative:
Weight,ethnicity,race: unk. PMA/510k: the product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -7.0/+2.5/086 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2019 the lens was explanted due to lens rotation. On (B)(6) 2019 a longer lens was implanted and the problem was resolved. The cause of the event is reported as "formula for length calculation error."

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a micro-centrifuge vial with residue on the lens. Visual inspection found residue on the lens and the lens curved in. Claim#: (B)(4).